Event description:
It was reported that the 17 g bd blunt plastic cannula experienced product damage deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: needle-less cannula was bent from the root.

Manufacturer narrative:
H.6. Investigation summary: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. An investigation was performed by the quality department at bd columbus ¿ west regarding complaints received relating to the non-conformance reported by the customer. From that investigation it was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. Conclusion(s): as part of bd¿s commitment to continuous improvement, bd has proposed the following change to the multivac packaging machines. This change would ensure that the air knives on the multivac packaging machines would be aligned so that they do not crosscut the blister packs when the multivac packaging machines have been down for more than 20 minutes. This change is estimated to be completed by january of 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 17 g bd blunt plastic cannula experienced product damage deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: needle-less cannula was bent from the root.